Manufacturer narrative:
Patient information was requested. None has been provided.

Event description:
The international customer reported the device alarmed due to an overpressure condition reference failure while on a patient. The device was removed from the patient and replaced with a different unit. There was no patient harm.